Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response button non-functional) was confirmed. As received, the front response button switch was intermittent. The root cause of the intermittent switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.